Event description:
It was reported there was a "ii pump infusion rate anomaly." The infusion rate 27.0% anomaly was found at the refill ((B)(6) 2012). The physician planned to monitor the patient over time as there had been no patient complications. The "causal relationship with the catheter, pump, programmer, or procedure was unknown." The pump was "still in service."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).